Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.

Event description:
The consumer reported using the product for an unspecified amount of time on her lower back. When the patch was removed, the consumer described skin removal in the area worn. The consumer went to her doctor two days later who diagnosed a second degree burn, prescribed silver sulfadiazine and bandaged the area.